Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance to the complaint description. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism enterobacter cloacae which is normally found in human intestines. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to cross contamination from an intestinal source which occurred via touch contamination during the pd exchange, as reported by the patient¿s pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient had experienced peritonitis. Upon additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2020 the patient was hospitalized for abdominal pain and was diagnosed with peritonitis. Reportedly, the patient¿s pd culture (obtained on (B)(6) 2020) yielded growth of enterobacter cloacae. The patient was treated with the antibiotics vancomycin (dose not provided) and ceftazidime (dose not provided) intraperitoneal (ip). Additionally, the nurse stated pd therapy continued during the hospitalization. Subsequently, on (B)(6) 2020, the patient was discharged home. The nurse indicated the patient did not have any fluid leaks or any issues with fresenius device, or product that caused or contributed to the event. The nurse reported the peritonitis event was caused by cross contamination from an intestinal source due to touch contamination occurring during the pd exchange. Reportedly, the patient continues pd therapy with the liberty select cycler without any further issues.